Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. The patient experienced pain as a result. Programming changes were made to resolve the issue, and the patient was stable.